Event description:
The physician indicated in the clinic notes dated (B)(6) 2012 that the device "seemed to be helping." In the programming settings and diagnostic history of the clinic notes however, it indicated that a lead test on (B)(6) 2009, resulted in a dcdc=4. It is unclear if this dcdc=4 was in fact seen on the system diagnostic results or if it was translated to the chart in error. The physician further indicated in the notes that the vns shows "good dcdc code even though it's 6 years old." Attempts for additional information have been unsuccessful to date. No patient adverse events were indicated.

Event description:
Additional information was received from the physician reporting that there is "impedance problem." High impedance on (B)(6) 2012 is captured in mfg report number: 1644487-2013-00113. Also similar to this report, it was indicated that on (B)(6) 2012 that an unknown vns diagnostic test was performed and showed a dcdc 4. The normal mode test on (B)(6) 2012 was at dcdc=4, so it is possible that the high impedance (dcdc=4) noted in (B)(6) 2009 was also on a normal mode diagnostic test. However, this has not been confirmed by programming/diagnostic history. The patient's device has not been turned off. No x-rays were taken. Attempts for a copy of the physician's flashcard from the vns programming software have been unsuccessful to date.

Event description:
The information received from the physician on 01/07/2013 reported that there is "no impedance problem."

Manufacturer narrative:
The supplemental report #1 inadvertently reported the incorrect age at the time of the event. The supplemental report #1 inadvertently reported that the physician noted that there was an "impedance problem" when the physician actually reported that there was "no impedance problem."

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the patient's age incorrectly in relation to the event date. Date of event, corrected data: the initial report inadvertently reported the date of the event incorrectly based on the new information received from the physician's clinic notes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.